Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented after receiving a vibratory alert due to out of range atrial lead impedance. The device was programmed as vvi and the alert trigger displayed as not applicable. The alert was cleared and recommended programming changes were made, including programming atrial lead to plugged port. Normal follow-up will continue.